Manufacturer narrative:
On (B)(6) 2026, the patient experienced skin irritation while using an mcot device in the universal patch configuration with electrodes. The patient reported multiple symptoms including general redness, itching, blisters/welts, open sores, and bleeding/discharge. The patient sought medical treatment and was treated with prescription medication. The patient discontinued service due to the skin irritation. The patient reported following the recommended skin preparation steps. The patient's history of skin sensitivity or allergies is unknown. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is elderly and 69 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient experienced skin irritation while using an mcot device in the universal patch configuration with electrodes. The patient reported multiple symptoms including general redness, itching, blisters/welts, open sores, and bleeding/discharge. The patient sought medical treatment and was treated with prescription medication. The patient discontinued service due to the skin irritation. The patient reported following the recommended skin preparation steps. The patient's history of skin sensitivity or allergies is unknown.